Event description:
It was reported that a patient underwent a vaginal hysterectomy, posterior and anterior repair on (B)(6) 2022 and suture was used. Intraoperatively the tip of the needle was cut-off. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: this is an analysis of two photos submitted for review. During the visual analysis the following was observed: the photographs show a folder and a needle with a broken tip. The image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What is the size of the needle piece retained? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name : irgacare active ingredient(s): triclosan dosage form : suture/solid/parenteral strength : = 275 g /m.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Does a piece of the needle remain in the patient¿s tissue? A: unknown o if yes, are any plans in place to remove the needle piece in future? A: x-ray and other methods were done, unfortunately the tip wasn¿t found/ located 2. What is the size of the needle piece retained? A: unknown 3. If retained, what is the surgeon's opinion of consequences to the patient? A: they close the incision 4. Was there any additional tissue damage as a result of searching for the needle piece? A: unknown 5. What is current condition of the patient? A: discharged this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m vicryl ce this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.